Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, neither the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter disconnection. However it is worth noting that ctheter disconnection is a known risk of access port implantation and, in this case, it happened only 1 week after the implantation. This leads us to hypothesise that the catheter was not correctly connected to the device by the user and the repetitive movements of the patient led to this premature disconnection. The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. Additionally, to avoid product extravasation, the IFU demand that the port should be checked before starting drug adminstration. These recommendations seem not to have been followed. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Patient implanted (B)(6). This device was explanted the (B)(6), the surgeon reported a disconnection between the port and the tubing. Device not kept. He soon had pain which was increased after the chemotherapy started, product passed outside the tubing, and chemotherapy stopped. The patient had significant damage to the skin. For this reason the port was removed and during removal the surgeon saw that the port and catheter were no longer connected.